Event description:
During the embolization of a left internal carotid artery aneurysm, the physician was attempting to reposition the coil and, as it was being advanced back into the aneurysm, it prematurely detached. The physician was able to use the pusher wire to push the remaining coil into the aneurysm, and he was satisfied with its position. There were no reported clinical consequences due to this event.

Manufacturer narrative:
Additional information was received from the user facility. The pt's anatomy was not tortuous. The device was prepared in accordance with the directions for use and continuous flush was maintained. The physician did not experience any resistance prior to the reported event.